Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a technical site visit, the field service engineer (fse) could confirm the reported event was due to a bad contact in the eyetracker connector. The fse fixed the connection issue and performed system verification. Device meets specifications as per service installation record (sir). The root cause for the bad contact could not be determined conclusively. (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure on a patient's second eye, the eye tracker was not focusing on the patient's pupil. The procedure was cancelled. Additional information was requested.